Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's esc, up and down buttons were sticky while trying to enter bolus. Customer stated that the insulin pump had shot out insulin while priming. Insulin pump was taking longer time to prime and making grinding noise. Insulin pump had rejected brand new batteries and battery life was diminished. The insulin pump was deemed. Insulin pump had loose reservoir compartment and reservoirs were fallen out. Insulin pump had codes. No harm requiring medical intervention was reported. The device will not be returned for analysis.